Event description:
The customer received questionable human chorionic gonadotropin, stat (hcg) results on serum samples on their e411 rack analyzer. All repeat testing was performed on the same e411 analyzer. The first patient's initial hcg result was 0.860 miu/ml from the primary tube and it was reported outside the laboratory. The customer performed a 1:100 dilution per their laboratory protocol and repeated the test. The repeat result was 4578 miu/ml accompanied by a data flag. The second patient, a female, had an initial hcg result of 0.895 miu/ml from the primary tube and it was reported outside the laboratory. The customer performed a 1:100 dilution per their laboratory protocol and repeated the test. The repeat result was 4751 miu/ml accompanied by a data flag. The physician questioned the low results because the patients were pregnant and asked that the tests be repeated. The first patient's undiluted repeat from the primary tube was 5471 miu/ml accompanied by a data flag. The second patient's undiluted repeat from the primary tube was 5188 miu/ml accompanied by a data flag. The customer deemed the second repeat results to be correct. No patients were adversely affected by this event. The hcg reagent lot number was 16354901 and the expiration date was 06/30/2012. The field service representative could not determine the cause of the event. He checked the analyzer and found no problems. Performance testing passed successfully.

Manufacturer narrative:
A specific root cause could not be identified. Calibration signals were within expectations. Quality control results were checked in comparison with lot release data and were acceptable. A reagent issue is not evident. Analyzer performance checks were within specification. There is no evidence of an instrument related problem. No adverse events for the patients were reported.